Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller log file had captured a driveline disconnect at 10:13 pm on (B)(6) 2025. The pump was off for 49 second before being reconnected to the system controller. Technical services stated that there were no other unusual events recorded, and equipment was operating as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a driveline disconnect that resulted in a system stop. The controller event log file contained events from 29jan2025 through 03feb2025. A driveline disconnect event was captured on 01feb2025, which caused the pump to stop. Following the reconnection of the driveline, the pump resumed normal operation at the fixed speed. No other notable events or alarms were captured. The account communicated that a nursing error caused the driveline disconnect, and the staff was re-educated on how to handle the device. It was also reported that the patient was stable and did not experience any symptoms during the pump stop. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting and disconnecting the driveline to and from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook further explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller log file had also captured several instances of the patient sleeping on battery power. The healthcare provider had stated that the driveline disconnect was caused by a nursing error, and staff was reeducated on how to handle the device. The patient showed no symptoms of a pump stop and was stable.